Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Patient's age was not provided; however. It was reported that the patient was a "baby" it was reported that the event occurred in (B)(6) 2017; however, the exact date was not provided.

Event description:
It was reported that immediately upon patient use of the babypac ventilator it was observed that the disposable pneupac¿ single use patient circuit had two splits down the side of the plastic. It was further reported that the tubing broke apart at the "22f connector ventilator end". The observed issue resulted in the patient not being ventilated properly for a short period of time. According to the report, medical intervention was needed and a neopuff¿ was used to deliver the required pressure to the patient. The reported incident was observed immediately upon patient use. No permanent adverse effects to patient reported.